Manufacturer narrative:
Final analysis confirmed that the device could not be interrogated due to low battery voltage. The device was operating in backup vvi mode which may have contributed to the accelerated depletion rate of the battery. After replacing the battery, the device exhibited normal device characteristics.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was taken to the emergency room.. Attempts to interrogate the pulse generator were unsuccessful despite using two different programmers. Oversensing was also noted which resulted in pacing inhibition. The device was explanted and replaced on (B)(6) 2015. No further information was available at this time.